Event description:
It was reported that during a procedure, a 1.5mm driver tip broke.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex drvier tip, locking groove (80-0728) and the broken driver tip, were examined visually under magnification. The broken driver tip showed significant signs of twisting on the hex edges as well as denting and deformation around the fracture site. The fracture surfaces were dull and grainy in appearance, indicating a brittle fracture from a single overload event. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increase resistance. Based on the information provided, the exact root cause could not be determined.